Event description:
It was reported that, "after implanting the 9mm insert, surgeon noticed micromotion of insert on medial side. Surgeon removed insert with no noticeable soft tissue or debri seen, and implanted again. Micromotion was present after reimplanting so insert was removed and replaced with a new one."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.